Event description:
Philips received a complaint by the customer on the v60 indicating that there was error code 1200 for patient disconnect that did not allow the customer to proceed with work. It was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) called in to report that they had made the customer aware of an error code and the customer agreed to troubleshoot and repair if anything was needed. The customer was made aware of the error code reported by the fse and agreed to troubleshoot and repair if anything was needed to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.